Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. The device was evaluated, and the reported condition of the device not holding the cutter devices was not confirmed. Therefore, an assignable root cause was not determined. However, a visual and functional assessment was performed which found that the laser etching was worn off (failed visual assessment), which was consistent with normal wear over time and was also due to the sterilizing process. It was determined that the front mid assembly was corroded, which was consistent with time and wear. That cause the noise on the device (noisy). It was further observed that the device failed for vibration assessment. It was determined that the issues were consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the attachment device was not holding cutter devices and it stopped on contact. During in-house engineering evaluation, it was observed that the device failed for vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.